Event description:
The user facility reported that during an upper esophagogastro duodenoscopy (egd) the video image froze and the image became brown that they could not visualize anything. As a result, the gastroscope was withdrawn from the patient. The procedure was completed with the use of a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of a frozen image, but did confirm that the image coloration was brown, and the device provided poor color reproduction. The image remained present during the evaluation. There was a deep cut noted on the bending section cover, and the distal end cover was cracked. The bending section cover was also noted to be discolored, likely a result of chemical damage. The small light guide lens was chipped, and the unit failed electrical leakage testing. There was minor buckling, and scratches on the insertion tube. The cause of this phenomenon was likely due to an extensive use and physical damage to the charge coupled device unit. The device was serviced and returned to the user facility. This report is being filed in an abundance of caution.